Manufacturer narrative:
This report is being submitted to correct the describe event or problem field (b5) in section b, adverse event/product problem, and the report source and report source (other) fields (g2) in section g, all manufacturers.

Event description:
It was reported that during preparation prior to procedure, the coagulation pedal remained activated, it appears that the contact is damaged. The procedure was completed using the same generator with a different foot switch with no patient complications.

Event description:
It was reported that the brake pedal remains activated, it appears that the contact is damaged.

Manufacturer narrative:
Correction: block e2 health professional. Block e3 occupation. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during preparation prior to procedure, the coagulation pedal remained activated, it appears that the contact is damaged. The procedure was completed using the same generator with a different foot switch with no patient complications.